Manufacturer narrative:
Device analysis conclusion: the distal section of the oad driveshaft was returned engaged on the viperwire. The crown was fractured on the proximal side. The remainder of the device was not returned for analysis. Scanning electron microscopy (sem) analysis determined that the fracture surfaces were mechanically polished, likely from interaction with detached driveshaft section and guide wire. The remaining unpolished fracture surfaces were examined via sem analysis. This examination did not reveal the root cause of the fracture. The location of the driveshaft fracture is consistent with oads that have been spun in an elevated stress environment until fatigue fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance, which pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. At the conclusion of the device analysis investigation, the reported fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the device is in progress. A final report will be sent after the analysis is complete. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified lesion in the right coronary artery via 7fr femoral access. The artery was 90% stenosed. Three treatments were administered distal-to-proximal on low speed, and the driveshaft of the oad fractured on the proximal side of the crown. The fragment remained on the guide wire and was removed. The procedure was completed with deployment of a drug eluting stent, and the patient's condition was good.